Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 70% stenosed lesion was located in a moderately tortuous distal right coronary artery. The lesion was predilated with an unk balloon. When the physician advanced the 3.0x24mm liberte' bare metal stent to the lesion, initially resistance was felt, but the physician was able to cross the lesion. The stent balloon was inflated to 15 atms and the stent delivery system was removed from the body. The physician noticed that the lesion did not look as if a stent had been deployed. The device was examined, and the stent was found to still be on the balloon and "stretched." The procedure was completed with another liberte' stent. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
(B)(4).